Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture. It was also noted that this rv lead had delivered an inappropriate shock. This rv lead was successfully replaced. No additional adverse patient effects were reported.